Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call to have been hospitalized on (B)(6) 2016 with blood glucose of 660 mg/dl. The customer stated that the pump might have been suspended for reading. The customer reported open circle on the pump. The customer declined to troubleshoot for high readings. The insulin pump was not returned for analysis.